Manufacturer narrative:
Imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2 (additional information): block e1 (initial reporter address 1, initial reporter address 2, and initial reporter zip/postal code) have been updated based on the additional information received on march 25, 2024. Block h11 (correction): block g4 (premarket/510(k) # has been corrected.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2024. During the procedure, the bands would not deploy. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2024. During the procedure, the bands would not deploy. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.